Event description:
It was reported that the patient stated she experienced inadequate stimulation due to lead migration on multiple occasions which resulted in the patient having to undergo ten lead revision procedures. Additionally, the patient stated the leads migrated because the physician experienced difficulty suturing the leads in position. Despite good faith effort, boston scientific will not be able to obtain the product model and serial numbers, implant and explant dates, patient outcome, and the location of the ten devices.